Manufacturer narrative:
No device deficiency reported. Cardiac perforation, tamponade, and pericardial effusion are known potential adverse events of catheter ablation procedures.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af) an attempt was made to access the left inferior pulmonary vein (lipv) after successfully isolating the left superior pulmonary vein (lspv). A mapping catheter was being used simultaneously with the ablation catheter, and after accessing what was believed to be the lipv it was noticed the mapping catheter was not visible on the endoscopic image. It was suspected the ablation catheter was in the left atrial appendage (laa) instead of the lipv. The balloon was deflated and catheter position was assessed with fluoroscopy, which appeared to confirm the ablation catheter was in the laa. Atrial fibrillation and a drop in blood pressure occurred. Direct current defibrillation was performed to treat the af. Medication was administered, but blood pressure did not increase. Cardiac tamponade was confirmed by electrocardiogram, so pericardiocentesis was performed. However, there was a significant decrease in blood pressure resulting in patient shock. Blood transfusion and extracorporeal membrane oxygenation (ECMO) were performed, after which repair surgery was performed. Five days following the procedure, it was reported the patient was extubated and able to speak. No additional information on patient condition has been provided. The perforation site was confirmed to be the laa. The laa and lipv were reported to be closely located.